Manufacturer narrative:
Batch review performed on 20-jan-2023. Lot 135576: 50 items manufactured and released on 20-jan-2014. Expiration date: 2018-11-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 8 years and 7 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.